Manufacturer narrative:
The device was not returned for evaluation. Manufacturing records were reviewed and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. A sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive due to the fact that no sample was returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include poor bond at the needle hub due to rough texture at cartridge end of needle; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1608062 port & catheter allegedly had a defective component. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient.